Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was further described as "leakage from solution's connection part due to loose connection". This occurred during filling for automated peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.